Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse calibrated the pressure transducer. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
Due to character limitation event site full address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs 300 intra-arotic balloon pump (iabp) had error #5 (helium pressure transducer error). Pressure transducer calibration. There was no patient harm or injury reported.